Event description:
Caller reported that a cartridge alarm occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for backup therapy using multiple daily injections. The customer was informed about the steps required upon receiving the replacement, including returning the faulty pump.